Event description:
It was reported that when an asymptomatic patient presented in clinic for scheduled follow up post-paced t-wave oversensing was observed. The patient did not receive therapy due to oversensing. Programming changes were recommended but no programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.